Manufacturer narrative:
(B)(4). Concomitant medical products: arcos con sz d std 60 mm, 11-301304, 270530. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-06355. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Attempts to obtain additional information have been made; however, no more is available

Event description:
It was reported patient experienced femoral fracture resulting in avascular necrosis approximately five months post implantation. Patient was noted to have significant spine issues that may be cause of problem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.